Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) drive manifold failed out of the box. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) drive manifold failed out of the box. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The oob part is not required for failure evaluation as the part was in the inventory of the getinge field service engineer (fse) for approximately two years. The fse who encounter the issue replaced the drive manifold assembly with a different one. The fse then completed a full pm and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. H3 other text : not returned to manufacturer.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the drive manifold for the the cardiosave intra-aortic balloon pump (iabp) failed out of the box. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: (4117/3221) device is not accessible for testing due to the part not being returned. Trend analysis: (4110/3221) the overall 12 month product complaint trend data for the period jan 2020 through dec 2020 was reviewed. There were no triggers identified for the review period. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.